Event description:
On (B)(6) 2014, the reporter contacted animas and alleged the patient was hospitalized with a blood glucose (bg) of 1056mg/dl with vomiting and confusion. During troubleshooting, customer support found that basal delivery totals in tdd did match active basal program total or are as expected. Trouble shooting with customer technical support did not reveal any delivery issues but the patient discontinued pump therapy because of an alleged inaccurate delivery issue. This complaint is being reported because the patient experienced hyperglycemia and the pump cannot be ruled out as causing/contributing to the hyperglycemic event.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.